Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient found the cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure. Pink slide was visible. The pod was worn less than an hour.

Manufacturer narrative:
The device was received not deployed. The data showed that the device completed first and second priming sequences before being deactivated by the user at the end of second prime. The pod download data showed that the pod was deactivated after the pod ran 31 pulses. The rotational sensor malfunctions observed in the data resulted in first prime ending earlier than expected. First prime ending early resulted in the pod not delivering enough pulses by the end of second prime to deploy the needle mechanism during second prime as intended. Upon opening the pod, it was confirmed that the position of the ratchet gear was multiple pulses behind where it should be at the end of second prime. Inspection of the drive mechanism components found the commutator cap to be contaminated. Multiple attempts were made to perform a rerun and determine if the rotational sensor malfunctions replicate, however these attempts were unsuccessful due to pod-controller communication issues. Without the rerun data, it could not be conclusively determined if the contamination observed on the commutator cap contributed to the rotational sensor malfunctions that resulted in the reported needle mechanism failure.